Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, active current test and the displacement accuracy test. Device failed the sleep current test due to moisture damage on the electronic assembly. The device was connected to a test transmitter/sensor and monitored without any connection interruptions. Unable to upload device history to carelink after multiple attempts due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 180 mg/dl. Customer reported consecutive sensor alerts with different sensors. Customer was able to ran test on transmitter and it was passed. The device will not be returned for analysis.